Manufacturer narrative:
This report is being filed to correct h6: device codes and evaluation conclusion codes.

Event description:
It was reported that the programmer displayed an error code and black screen while attempting to make programming changes to a device. No adverse patient effects reported. The programmer remains in service.

Event description:
It was reported that the programmer displayed an error code and black screen while attempting to make programming changes to a device. No adverse patient effects reported. The programmer remains in service.